Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer alleges the right motor not working the left motor was working causing the chair to move in a circle.